Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was chronic pain. The outcome was resolved without sequelae. Interventions included reprogramming. Diagnostic methods included examination and device interrogation/device data. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was related to programming/stimulation due to programming. Signs and symptoms included the patient feeling ¿electrical jolt¿ in the left shoulder blad that shoots down his back and into left leg which was causing him to lose his balance. The patient got the jolt when the system was off too, but more so when it was on. The lead impedance looked good at a visit on (B)(6) 2015. Reprogramming occurred at that visit to mimic the trial exactly. The patient reported that immediately it felt ¿awesome¿ and the ¿jolts¿ weren¿t there anymore. The patient stated that they would happen instantly when it was turned up. Relevant medical history included: non-malignant pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device was interrogated and reprogrammed successfully. The patient met with manufacturing representative to reprogram the device.